Event description:
It was reported that a patient underwent a successful balloon kyphoplasty procedure at level t9. Post procedure, the patient had weakness in both legs and could not walk. A CT scan revealed cord edema at the treated level and no cement extravasation or bone in the spinal canal. Reportedly, no medical or surgical intervention was taken. The patient was transferred to a rehabilitation facility for physical therapy to prevent muscle weakening until the paraparesis resolved. No additional information was reported.

Manufacturer narrative:
Method; device not returned; followed up with company representative.